Event description:
Product received from (B)(6) is listed at "FDA registered" on their home page. The heading aids do not have labels on them as required (no manufacturer listed, no product name, no year of manufacture). The instruction books are incomplete. The products on their site are not shown on the medical device listing page. The company name is not listed either. Not by "(B)(6)" and not by "(B)(6)" which they claim is their corporation. They claim to be specification developer" but have no technical files, or ability to recall products and have no quality control procedures in place. How can this be an FDA registered company.